Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a digital subtraction angiography (dsa) procedure an attempt was made to use one nc sprinter balloon catheter when a leak of contrast agent occurred from the distal catheter near the balloon. The leak occurred as the catheter was being inserted into the vessel when the pressure injector was used to inject contrast agent. The device was replaced with another product from a different lot and there was no issues. It was reported that the event affected the progress of the surgery. No patient complications were reported as a result of the event.